Manufacturer narrative:
This product is not expected to be returned. Analysis will be performed if the product is returned and this report will be updated should further information be provided.

Event description:
This right ventricular (rv) lead was explanted due to lead damage which was discovered by a latitude alert of high pacing impedance. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.